Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appear to be slightly misaligned. The stapler was returned with 32 staples left in the cartridge indicating that at least 3 staples have been fired by the end user. (B)(4). An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was properly loaded and closed. The next staple was also able to properly load and close. Another attempt was made and this time, the staple was unable to form properly or release from the stapler. The staple was manually removed and another attempt was made. The next two staples also formed incorrectly but were both able to release. At this time, it was noticed that the remaining staples had become more misaligned in the cartridge. The next 5 staples were all fired but none of them were able to form correctly. No more staples would fire at this time. The misalignment of the staples is preventing the other remarks: remaining staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "stapler stuck in unit" was confirmed based upon the sample received. The staples in the returned stapler are misaligned. Although the first two clips were properly fired, the next eight staples were all misaligned when they were fired. The staples in the cartridge became more misaligned and the stapler eventually stopped firing staples. The misalignment of the staples is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However, the stapler was returned with 32 staples left in the cartridge indicating that the stapler was fired at least 3 times by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples remained stuck in the stapler during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500355 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples remained stuck in the stapler during use. The patient's condition was reported as fine.